Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. An interrogation was performed and it was noted low r-waves. The rv lead exhibited loss of capture. An x-ray was performed to confirm the dislodgement. The rv lead was repositioned and emains in service. No additional adverse patient effects were reported.